Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported bleeding occurred on inside edge of the staple line. The surgeon stated that bleeding was inactive, so he went below to remove the uterus and adnexa. When the surgeon returned to the laparoscopic point of view, he found two areas of active bleeding across the staple lines. An endoclip was used to stop the bleeding. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.57377/c. Device-b. Date sent: 12/10/1998. D9; h2,3,6; g4: added add'l info. D5,6; h4: info not available, device not returned for analysis.